Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the light on the t.w. Power supply was on but the device had no power. They switched out the dc extension cable to complete the procedure. The hospital did not report any pt effects. The product will not be returning.